Event description:
It was reported by the clinician that the procedure was being performed on a male patient for a total knee replacement. The catheter was inserted into the patient without incident. During removal of the catheter, the patient was placed in lateral position and slight resistance was met. The catheter was removed and they noticed it had separated. An x-ray and CT scan were performed and an approximately 12cm piece was retained in the patient. The patient was referred to a neurosurgeon and as of now, has not had the piece removed. There have been no patient complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.